Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was not implanted for unknown reasons.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height of the lead was measured within specification.